Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer ate lunch and forgot to bolus which resulted in blood glucose (bg) level over 600 mg/dl. Per healthcare provider's instructions, the customer administered multiple manual injections to address bg level which resulted in low bg of 45 mg/dl. Customer drank juice and sweet tea to address low bg level. A recommendation was made for the customer to discuss bg levels with healthcare provider.